Event description:
It was reported that the patient was injured at a amusement park, a CT was performed showing the vns generator being cracked and that the patient was having a headache and pain. Later it was clarified that the CT scan showed a lead break not generator crack. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.